Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the surgery, the malformed staples were found on the staple line. No patient consequences reported. No further information is available.